Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not available for physical evaluation, hence, the complaint cannot be confirmed. Given the information provided we cannot discern a definitive root cause for the reported failure. No lot numbers were supplied which precludes conducting a device history record (DHR) review. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). The expiration lot number is not available.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported by the affiliate in (B)(6) that there was conversion of latarjet procedure to reverse shoulder arthroplasty. Revision performed because of pain and the glenoid screws had penetrated articulate surface and axillary nerve palsy persisting. Patient had multiple shoulder surgeries previously prior to latarjet procedure, subsequently experienced persistent axillary nerve palsy post-operatively, and pain in shoulder joint. Shoulder joint became unstable. Latarjet screws and top hats (x 2 each) were removed and discarded. Delta xtend rsa was implanted. It was reported that the patient's bone quality was quite good. It was reported that the screws were well seated in bone and required some effort to remove. It was reported that the surgeon was not off-axis. It was reported that the patient was not young and experienced oa in her shoulder joint quite quickly due to abnormal joint movement, secondary to the axillary nerve palsy. It was reported that the glenoid screw/s became exposed. It was reported that the screws were removed, and a patient had a shoulder replacement performed. It was reported that all metal work removed. It was not reported if there was a delay in the procedure or if a spare device was available for use. The patient's status post-surgery was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received from the affiliate on 12/04/2018 reporting that previous surgery was performed on (B)(6) 2016.